Event description:
A device report from synthes (B)(6) provides information from a facility in (B)(6) regarding a screw head. It was reported that there are visible chips on a screw head. The screw is in unopened package, taken from stock; reportedly, no patient involvement.

Manufacturer narrative:
Device used for treatment and not diagnosis. DHR was reviewed with no complaint related anomalies noted.

Manufacturer narrative:
This device is used for treatment not diagnosis. The package was properly sealed with no tears or openings of any kind. It is identified as part number 04.210.128, lot number 6919359. The part was first examined under 10x magnification through the sealed bag. Chip wrap was found in the neck area of the screw. The package was then opened to further examine the sample. No other burrs/anomalies were found. The chip wrap can be seen with the naked eye. DHR was reviewed with no complaint related anomalies noted.

Manufacturer narrative:
Device intended for treatment, not diagnosis. A review of the device history record has been requested. Subject device has been received and is currently in the evaluation process.